Event description:
It was reported that the heartmate system monitor didn't make any sound.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system monitor not producing any sounds was confirmed via evaluation of the returned system monitor (serial number: (B)(4)). The returned unit was evaluated by european distribution center (edc). Evaluation of the unit revealed that no sounds were produced when the system monitor was booted up or when touch commands were activated. The main printed circuit board (pcb) was replaced and the returned system monitor passed functional testing without any issues. The replaced main pcb was forwarded to product performance engineering (ppe). Troubleshooting of the forwarded part revealed that the board speaker was not operating appropriately. The board speaker was replaced and the issue resolved. The unit was reconnected to power again and the system monitor alarms and sounds worked appropriately. Inspection of the replaced board speaker did not reveal any physical issues. The root cause of the reported event was determined to be a damaged speaker on the main pcb of the returned system monitor; however, the root cause of the speaker becoming damaged could not be conclusively determined through this analysis. It should be noted that the manufacture date of the system monitor is (B)(6) 2012. The device history records were reviewed and the records revealed that the heartmate system monitor, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate system monitor was shipped to the customer on (B)(6) 2013. Heartmate 3 instructions for use (IFU) explains the operation of the system monitor, including the information displayed on the various system monitor screens. Heartmate power module instructions for use (IFU) section 2.5, entitled ¿setting up the system monitor for use with the power module¿, and the heartmate 3 IFU section 4, entitled ¿system monitor¿, instructs the user on how to setup and use the system monitor with the heartmate power module. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.